Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar subsidence. The talus has collapsed and will require revision to a total talus.

Manufacturer narrative:
Correction - h6 (device code, results code). The reported event could be confirmed, as CT scan images were provided and showed subsidence of the talar component. Upon further investigation of the CT scans by healthcare professionals, the following was observed. As described for the case, a clear collapse of the talar component is visible, with significant subsidence and migration. No clear radiolucency or other signs of loosening of the talar component were identified. The underlying cause of the failure is not fully clear but appears to be at least partly related to poor bone quality and therefore represents a patient-related factor. However, failure of a total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. When a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information, such as the patient¿s clinical status, exact symptoms, range of motion, and the assessment of the treating physician, is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this critical information. Due to these limitations, statements regarding the patient, the procedure, or the device in relation to the cause of failure cannot be provided. Although the issue is most likely patient-related, the root cause could not be conclusively determined. More detailed information regarding the complaint event and the affected device is required in order to determine the root cause of the complaint event. A review of the device history record was not possible because the lot number was not provided. No corrective actions are required at this time. A review of the labeling did not identify any abnormalities. No indications of material-related, manufacturing-related, or design-related issues could be identified, as the catalog number and lot number were not communicated. If the device is returned or if additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar subsidence. The talus has collapsed and will require revision to a total talus.